Event description:
It was reported that the iab would not unwrap and inflate after insertion. The pump was repurged and manual inflation was attempted. The iab was then removed and replaced with no pt complications.